Manufacturer narrative:
Batch review performed on 29 july 2021: lot 2009598: (B)(4) items manufactured and released on 13-oct-2020. Expiration date: 2025-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Other device involved: batch review performed on 29 july 2021: ball heads: mectacer 01.29.206 biolox delta ceramic ball head 12/14 ø 32 size l +4 (k112115) lot 187081: (B)(4) items manufactured and released on 07-dec-2018. Expiration date: 2023-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
3 months after the primary the patient came in reporting pain due to a dislocation of the head from the liner and the cause of the dislocation is unknown. The surgeon revised the head and liner and surgery was completed successfully.